Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two (2) hours into a spine case, the surgeon noticed that the heatshrink had split and fallen off of the handpiece in one, whole sheet. The surgeon reported nothing fell into the patient and no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.